Manufacturer narrative:
Per additional information received on november 04, 2025, date of implantation updated to november 3, 2025. The patient underwent bilateral replacements as follow: r) cn 3501670 sn (B)(6) , l) cn 3501670 sn (B)(6). Manufacturer¿s reference number: (B)(4).

Event description:
A female patient who underwent a breast augmentation revision with a mentor smooth round moderate profile, 425cc saline prosthesis experience left sided deflation post operation. As a result, the patient underwent bilateral replacements with cat;3501670 on (B)(6) 2025.

Manufacturer narrative:
Device evaluation completed on october 12, 2025: upon visual evaluation of the image provided in the complaint, the implant was observed deflated. As the product involved in this complaint was not received, the device could not be analyzed according to our procedures. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria. No corrective and preventive action (CAPA) is required now. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Manufacturer¿s reference number: (B)(4).